Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k943604.

Event description:
It was reported that the implant loss integration with bone loss and perforated the sinus. Pain was reported as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'* one (1) impl twist mtx 3.75 mm 10 mm (1980) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified minor signs of use. Implant matched prints where measured using caliper 1831, due (B)(6) 2022. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.a pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 16 (fdi) and was used for approximately 1 year, 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: spline twist¿ implants fu 8962 rev 3 - 09/19. DHR review: DHR review was completed for the subject lot number (63647682). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63647682) for similar events and no other complaint was identified. Review completed utilizing keywords: 'perforated sinus' & ' loss of integration bone loss.' Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events (perforated sinus & loss of integration bone loss) or product (1980). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.